Event description:
Affiliate reported that a slit (about 1.7cm in length) on the ventricular catheter was discovered when the package was opened during operation. The slit starts from the arrow at the portion of the catheter labeled "14." About 0.5cm of the stylet is exposed. The defective product caused a delay during the operation because another one had to be brought in. The customer did not keep a record of the delay time, however, as a conservative measure this complaint is being reported.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.